Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mediastinal mass, pregnancy, kidney stones, abdominal pain, shortness of breath, lymphoma, pain of lower extremities, pain in hip, ovarian cyst and squamous cell metaplasia. Previously administered products included for kidney stones: tylenol #3; for an unreported indication: aldomet and prenatal vitamin. Concurrent conditions included obesity, hypertension since 2015, migraine since 2014, headache since 2014, rash and low back pain. Concomitant products included hydrochlorothiazide, ibuprofen, lisinopril and orphenadrine citrate. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: soft, spongy uterus"), 1 month 21 days after insertion of essure. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain lower ("pain in lower abdominal region"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, fatigue, uterine leiomyoma, adenomyosis and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the depression was resolving. The reporter considered abdominal pain lower, adenomyosis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6)2014. Current weight 241 lbs. On left side 3 coils were visualized in ostia and 4 coils were visualized at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Radioisotope scan - on (B)(6)2013: successful essure sterilization.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal hemorrhage, abdominal pain lower, pelvic pain, uterine fibroids, adenomyosis. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: lot number was added. Surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia) dysmenorrhea, fatigue, depression, uterine fibroid, weight gain, abdominal pain lower, adenomyosis were added. Event onset date and outcome were updated. Essure removal date was updated. Reporters were added. Concomitant drugs and conditions were added. Historical drugs were added. Reporter causality comments were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mediastinal mass, pregnancy, kidney stones, abdominal pain, shortness of breath, lymphoma, pain of lower extremities, pain in hip, ovarian cyst and squamous cell metaplasia. Previously administered products included for kidney stones: tylenol #3; for an unreported indication: aldomet and prenatal vitamin. Concurrent conditions included hypertension since 2015, migraine since 2014, headache since 2014, obesity, rash and low back pain. Concomitant products included hydrochlorothiazide, ibuprofen, lisinopril and orphenadrine citrate. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: soft, spongy uterus"), 1 month 21 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain lower ("pain in lower abdominal region"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, uterine leiomyoma, adenomyosis and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the depression was resolving. The reporter considered abdominal pain lower, adenomyosis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2014. Current weight (B)(6). On left side 3 coils were visualized in ostia and 4 coils were visualized at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Radioisotope scan - on (B)(6) 2013: successful essure sterilization.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal hemorrhage, abdominal pain lower, pelvic pain, uterine fibroids, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.